Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient stated their fecal incontinence is worse than prior to the device. It was more consistent and daily. Increasing stimulation any further causes discomfort, but the patient is not experiencing discomfort at the time of the compliant. The patient said they do great with their bladder during the day. They can urinate once in the morning and not urinate again until the afternoon but then gets up four to five times a night. The therapy support specialist (tss) suggested assessing another program as they are wondering if the patient is overstimulating. The tss assisted the patient with changing to program 2 and increasing the stimulation comfortably in the vaginal area. The patient will hold for seven days and the tss will follow up at that time. If the patient's fecal incontinence is still worse than prior to the device, they will turn device off to fully rule out stimulation as the cause. The patient stated their fecal incontinence is the same as the previous programming, but their symptoms are not worse than prior to the device. Their urinary symptoms are doing well during the day but not at night. The patient was assisted with increasing stimulation, and they felt it comfortably and quickly subsiding. The patient will follow up in a week to report how they are doing.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported the patient stated their fecal incontinence is worse than prior to the device. It was more consistent and daily. Increasing stimulation any further causes discomfort, but the patient is not experiencing discomfort at the time of the compliant. The patient said they do great with their bladder during the day. They can urinate once in the morning and not urinate again until the afternoon but then gets up four to five times a night. The therapy support specialist (tss) suggested assessing another program as they are wondering if the patient is overstimulating. The tss assisted the patient with changing to program 2 and increasing the stimulation comfortably in the vaginal area. The patient will hold for seven days and the tss will follow up at that time. If the patient's fecal incontinence is still worse than prior to the device, they will turn device off to fully rule out stimulation as the cause. The patient stated their fecal incontinence is the same as the previous programming, but their symptoms are not worse than prior to the device. Their urinary symptoms are doing well during the day but not at night. The patient was assisted with increasing stimulation, and they felt it comfortably and quickly subsiding. The patient will follow up in a week to report how they are doing.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to discomfort, fecal incontinence, and urinary frequency which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient stated their fecal incontinence is worse than prior to the device. It was more consistent and daily. Increasing stimulation any further causes discomfort, but the patient is not experiencing discomfort at the time of the compliant. The patient said they do great with their bladder during the day. They can urinate once in the morning and not urinate again until the afternoon but then gets up four to five times a night. The therapy support specialist (tss) suggested assessing another program as they are wondering if the patient is overstimulating. The tss assisted the patient with changing to program 2 and increasing the stimulation comfortably in the vaginal area. The patient will hold for seven days and the tss will follow up at that time. If the patient's fecal incontinence is still worse than prior to the device, they will turn device off to fully rule out stimulation as the cause. The patient stated their fecal incontinence is the same as the previous programming, but their symptoms are not worse than prior to the device. Their urinary symptoms are doing well during the day but not at night. The patient was assisted with increasing stimulation, and they felt it comfortably and quickly subsiding. The patient will follow up in a week to report how they are doing.